Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings: the black box (bb) from the date of the complaint was overwritten due to continued use of the device. The current bb and alarm history showed no evidence of large prime values. The pump powered on with the returned battery cap. During investigation, a rewind, load, then primed cartridge to 100 units. The cartridge was removed and confirmed the units were at 100 units and then reinstalled. Performed rewind and load, piston stopped at 100 units, display reads 100 units. The force calibration was within specification. A large "prime value" event was not duplicated during investigation. The pump case was removed and there were no defects found.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings: the black box (bb) from the date of the complaint was overwritten due to continued use of the device. The current bb and alarm history showed no evidence of large prime values. The pump powered on with the returned battery cap. During investigation, a rewind, load, then primed cartridge to 100 units. The cartridge was removed and confirmed the units were at 100 units and then reinstalled. Performed rewind and load, piston stopped at 100 units, display reads 100 units. The force calibration was within specification. A large "prime value" event was not duplicated during investigation. The pump case was removed and there were no defects found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an issue with the pump's ability to read the remaining insulin in a newly filled cartridge. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.